Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that partial stent deployment occurred. Vascular access was obtained via the radial artery. The target lesion was located in the right coronary artery. A 12x4.50 omega&#63507;tent was advanced but significant resistance was encountered and the stent was released inside the catheter while outside the patient. The stent delivery system was removed and the procedure was completed with another stent. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.